Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes from a 7+1 extra pack are very loose on the brush, brushes detach from the device while brushing [device breakage], no adverse event [no adverse event]. Case description: a female of unspecified age reported via e-mail on (B)(6) 2017 that the brushes from a 7+1 extra pack of oral-b power oral care refills precision clean and oral-b brushheads, version unknown were very loose on the oral-b power rechargeable toothbrush handle pro crossaction 3756. She explained that after only 3-4 weeks or so she had the problem that the brushes detached from the device while brushing. She stated that she had used electric oral-b toothbrushes and the matching precision clean brush heads for years; she never had any problems with the brush heads in the past. No symptoms developed.

Manufacturer narrative:
From (B)(6) 2017 product investigation results: reporter returned 5 toothbrush heads and 1 toothbrush handle on (B)(6) 2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. The product reached end of life. No manufacturing fault identified.

Event description:
Brushes from a 7+1 extra pack are very loose on the brush, brushes detach from the device while brushing [device breakage], no adverse event [no adverse event]. Case description: a female of unspecified age reported via e-mail on (B)(6) 2017 that the brushes from a 7+1 extra pack of oral-b power oral care refills precision clean and oral-b brushheads, version unknown were very loose on the oral-b power rechargeable toothbrush handle pro crossaction 3756. She explained that after only 3-4 weeks or so she had the problem that the brushes detached from the device while brushing. She stated that she had used electric oral-b toothbrushes and the matching precision clean brush heads for years; she never had any problems with the brush heads in the past. No symptoms developed.